Event description:
It was reported that the lens trailing haptic cracked while being inserted into the patient's eye. The incision was enlarged and sutures were used. Additional information has been requested but no new information has been provided. Please reference MDR # 1119279-2014-00134 for the lens used during this event. Please reference MDR # 1119279-2014-00135 for the injector handpiece used during this event.

Manufacturer narrative:
The facility indicated that the device is not available for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.